Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited unspecified oversensing. It was noted that the patient experienced syncope. The ra lead was capped and replaced on (B)(6) 2022. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited unspecified oversensing. It was noted that the patient experienced syncope. The ra lead was capped and replaced on (B)(6) 2022. The patient condition was unknown.